Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing confusion post left ventricular assist device (lvad) implant. The confusion was slow to resolve. A computed tomography (CT) scan was taken of the patient's head which confirmed frontal lobe changes consistent with an ischemic stroke. The patient did not suffer any physical disability following the stroke. No treatment was given and the patient was in ongoing/stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.